Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as readings were not elevated or below critical thresholds. Customer was instructed by technical support to apply specific pressure on the button to turn on the pump and follow backup therapy using multiple daily injections. Technical support confirmed a replacement pump would be provided, with instructions to return the faulty pump using a pre-paid label within 10 days.